Event description:
Information received indicates the right siderail is not locking in place and it is also coming down too fast when lowered.

Manufacturer narrative:
The technician found the siderail center arm assembly and dampener were broken. He replaced the center arm assembly and dampener to repair the bed.